Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. As reported, the 3mm x 15cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was used; however, it ruptured at seven atmospheres (atm). There was no reported patient injury. The lesion was below-the-knee (bk). The lesion was mildly calcified and had mild vessel tortuosity. There was ninety percent stenosis. The device was not used for a chronic total occlusion. The procedure was completed using another balloon catheter. The device was stored on a shelf in the cath lab. The device was stored, handled and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. The same indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon catheter was removed easily. One product was returned for analysis. A non-sterile saber rx 3mm15cm x 155 was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon appears to have been previously inflated. The unit was thoroughly inspected at naked eye and no other anomalies were observed. Per functional analysis, balloon inflation testing was performed. The balloon was inflated successfully to 14 atm (device¿s rated burst pressure) with the inflator device, neither a leakage nor a burst was observed on the balloon. A product history record (phr) review of lot 82184411 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ was not confirmed through analysis of the returned device. Functional analysis was performed, and the balloon successfully inflated to the device¿s rated burst pressure according to the instructions for use. There was no rupture or anomalies noted on the balloon. The exact cause of the event reported could not be determined during analysis. The device performed as intended by successful inflation; therefore, it is likely that procedural factors and handling of the device, contributed to the event reported by the customer. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot 82184411 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 3mm x 15cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was used; however, it ruptured at 7 atmosphere (atm). There was no reported patient injury. The lesion was below-the-knee (bk). The device was stored on a shelf in the cath lab. The device was stored, handled and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The same indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon catheter was removed easily. The lesion was mildly calcified and had mild vessel tortuosity. There was ninety percent stenosis. The device was not used for a chronic total occlusion. The procedure was completed using another balloon catheter. The device will be returned for analysis.